Event description:
Ed #80 duodenoscope used to perform ercp. When md introduced cannula tome down scope channel, the stent protruded from scope into duodenum. Stent was retrieved from duodenum. Scopes were changed & procedure completed. Pt received levaquin 500mg IV.